Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to losing consciousness. Prior to losing consciousness the customer had been vomiting, feeling sick and had a blood glucose (bg) level of 1,000 mg/dl. Suspected cause was not known. Customer delivered correction boluses to address bg prior to hospitalization. Customer was treated with an insulin drip. Customer was released from the hospital seven days later with no permanent damage.